Event description:
The site detailed the patient cerebrovascular accident (cva) was possibly embolic related to the lvas system. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2018 at 3:33:09 through (B)(6) 2018 at 15:59:00. Three low flow events were captured from (B)(6) 2018 at 8:41:33 through (B)(6) 2018 8:43:45. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. None of the events lasted over 10 seconds, and low flow alarms were not flagged. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced neurologic dysfunction and an ischemic stroke on (B)(6) 2018. The patient was on aspirin and heparin at the time of the event. According to the account, the patient was admitted with right upper extremity weakness. A head CT scan was performed and was unremarkable; however, the neurology team noted hypo-density on the left hemisphere. A repeated head CT was performed on (B)(6) 2018 and revealed no intracranial hemorrhage or acute territorial infarct. Also, the patient had no generalized atrophy. The account reported the patient was treated with a radiation dose lowering technique such as automated exposure control. Low kvp, collimation, and iterative reconstruction were used where available or possible. The patient was ultimately expired on (B)(6) 2018 and (B)(6) was returned for analysis. Reference MFR. #2916596-2018-05227. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21aug2018. The heartmate 3 lvas IFU lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists stroke and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿14 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with upper right extremity weakness. A CT of the head was preformed and was unremarkable. The neurology team noted hypo-density on the left hemisphere. A repeat head CT was being done (B)(6) 2018. The repeated scan showed no intracranial hemorrhage or acute territorial infarct. The patient had no generalized atrophy. The account reported the patient was treated with a radiation dose lowering technique such as automated exposure control. Low kvp, collimation and iterative reconstruction were uses where available or possible. Log file analysis captured a low flow event that occured on (B)(6) 2018. The low flow events appeared to be a patient related issue rather than a device issue. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. Additionally, a review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. Stroke and neurologic dysfunction are listed in the instruction for use (IFU) as potential adverse events that may be associated with the use of a heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range, all system alarms and the recommended actions associated with them are described in the IFU and patient handbook. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The device remained implanted and the patient remained ongoing on vad support until expiring on (B)(6) 2018. Reference medwatch MFR report # 2916596-2018-05227 for the patient outcome and device analysis. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was maintained on a regimen of baby aspirin (81 mg), heparin drip (1,900 unit/hr), warfarin and statin. On (B)(6) 2018, the inr was 2. A CT scan of the head preformed on (B)(6) 2018 showed no hemorrhage or infarct at that time, an MRI was unable to be done due to the lvad, and doppler of the upper extremities were negative for dvt. A follow up CT of the head was performed on (B)(6) 2018 which showed evidence of infarct. Following the imaging finding of a left retroperitoneal bleed on (B)(6) 2018, the patient's condition continued to deteriorate. Subsequently the family decided to withdraw care and the patient expired on (B)(6) 2018.